Manufacturer narrative:
Customer reports; loss communication between pump and transmitter. Unit received with moisture damage / contamination at connector pins and low spring contact height at pins 1-3 unable to performed functional test or verify communication due to physical damage. In summary the customer complaint of loss communication could not be confirmed due to physical damage.

Event description:
Information received by medtronic indicated that the transmitter was not communicating with the insulin pump. Customer also stated they received cannot find sensor signal and sensor signal lost alarm. No harm requiring medical intervention was reported. The troubleshooting was performed and the issue was not resolved. It is unknown if the customer had continued to use the device. The device was returned for the product analysis.